Event description:
Baxter germany received a report from a dialysis nurse regarding a homechoice set disconnection issue with a pediatric patient. The nurse reported a female patient who started peritoneal dialysis in 2005 due to multicystic-dysplastic kidney on the left side and a dysplastic kideny on the right side followed by renal anaemia and arterial hypertension. The dialysis scheme in use is as follows: treatment duration is 10 hrs, treatment volume is 4000ml, 10 treatment cylces, filing volume 400ml, concentrate in une physioneal 35, 1, 36%. In 2006, exact date unknown, during dialysis at night, the homcehoice alarmed due to the disconnection of the homechoice set followed by air in the line. The patient received cephazoline 250 mg/l in the dialysate for 3 days as prophylatic antibiotic treatment. She showed no signs or symptoms of peritonitis and the transfer set was changed. Due to the patient's disability she is moving only a little. The line is fixed by the leggings. No further information is available at this time.

Manufacturer narrative:
Should additional information become available, a follow-up medwatch will be submitted.